Event description:
It was reported an issue with novosyn quick suture. The client reported that the thread broke during use. Additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Analysis and results: we have not received the involved batch number after several attempts to get it. In consequence, the complaint history and batch manufacturing records cannot be reviewed. We have not received any sample. Without closed and/or defective samples a proper analysis cannot be performed. Final conclusion: without samples or batch number we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.